Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva tpm bag leaked. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video sample was provided for evaluation. Visual inspection of the video revealed a leak coming from the middle of the bag near the print. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.